Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history record review was completed and found the upstream sensor was replaced during the previous service event. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarm which was reproduced during evaluation. Air in line alarms were found through a review of the event history log on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Evaluation found that ultrasonic sensor was out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant air in line alarm. There was no patient involvement. No additional information is available.